Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the instruments pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damge was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tip was frayed on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.